Manufacturer narrative:
(B)(4). This complaint is related to emdr #1828100-2016-00491.

Event description:
It was reported that during the use of the device for a non-clinical activity, an odor of burning electronics was sensed at times from the perfusion system base (aps1). This was observed after the system was moved from one building to another building. There was no patient involvement.

Manufacturer narrative:
Corrected: model/lot #. Updated device available for evaluation and device evaluated by MFR. Please reject this emdr. After further investigation and additional information received, this complaint issue is considered not valid and non-reportable as there is no reasonably foreseeable potential for this issue to cause an adverse event. The part number and serial number provided were never release for interstate commerce distribution. This component was used for manufacturing product development and was damaged (dropped) during the move from the east building to the main building. Per the service repair technician, as a result most of the parts need replacing. (B)(4).